Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the complaint investigation. The user sent the subject device to a third party for culture testing on 17dec2024 where: sampling from: all channels: colony forming unit (cfu): 34cfu. Bacterial identification: pseudomonas aeruginosa. Colony forming unit (cfu): 1cfu. Bacterial identification: stenotrophomonas maltophilia. Colony forming unit (cfu): 1cfu. Bacterial identification: citrobacter complexe freundii. Colony forming unit (cfu): 1cfu. Bacterial identification: flore bacterienne non pathogene. Colony forming unit (cfu): 1cfu. Bacterial identification: pseudomonas aeruginosa. Olympus sent the subject device to a third party for culture testing on 10jan2025 where: sampling from: all channels. Cfu: 3cfu. Bacterial identification: staphylococcus capitis, bacillaceae. Sampling from: distal end channel. Cfu: 7cfu. Bacterial identification: staphylococcus haemolyticus, micococcacae, pseudomonadaceae, bacteries gram positive. Olympus sent the subject device for another test on 28jan2025: sampling from: biopsy channel. Cfu: <1cfu. Bacterial identification: n/a sampling from: suction channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: water jet channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: distal end. Cfu: 1cfu. Bacterial identification: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germs were not detected. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.